Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support and during support, the pump had low pump flows. One unit of packed red blood cells was given to the patient. Support was continued and eventually the flows decreased again. The flows were at 1.8 liters from 3 plus liters at p7. There were spikes in motor current and the staff has a suspicion of a clot ingestion. The pump was explanted. The clot was never confirmed. The patient remained stable and no reported patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed after the pump started and ran for 417 hours. Motor current (mc) spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. The product was returned for review. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion (thrombus).